Manufacturer narrative:
On 01/23/2017, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement em mobile field generator shipped to site 01/19/2017. Medtronic investigation of returned suspect em mobile field generator finds that the reported problem could not be duplicated. The field generator was connected to a test system for a burn-in test. The navigation system remained in green status during all testing. Flexing the cable does not indicate any intermittent opens. Device found to be fully functional. On 02/07/2017, engineering evaluation finds that when performed coil continuity check with fluke 112 (itm 1113), verified coil continuity (9x) check good. Cable was securely attached to field generator.

Event description:
A medtronic representative received a report from a site that, while in an ear, nose & throat (ent) procedure, the cable going into the navigation system field generator was loose and they experienced intermittent tracking. They were able to hold the cable at a specific angle to continue the procedure without further issue. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.